Event description:
A #20 angiocath was inserted - intravenous access was easy and without problem. When rn pushed the white retractable button, the entire angiocath pulled out of the patient's arm and the opaque plastic cathalon flew to the bottom of the bed. There was no patient harm.